Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-left ventricular (lv) lead placement, blood pressure decreased and cardiac motion appeared unfavorable under fluoroscopy. It was possible that the lead helix caused injury to the blood vessel during slitting of the delivery catheter. Also considered were implant technique, forceful slitting of the catheter, and the possibility that the target location was in a thin area. An echocardiogram was performed and it was confirmed that a perforation and subsequent pericardial effusion had occurred. Medication and other adjustments were made with no improvement and an increase in the effusion was noted. The patient underwent open heart surgery. Significant bleeding was noted at the site near the helix and the perforation was visually confirmed. Hemostasis was achieved. After the surgery, lv lead placement was abandoned. No further patient complications have been reported as a result of this event.